Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. Per instructions for use of the intrathecal catheter, catheter kinking is a possible risk associated with the use of an intrathecal catheter. (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a catheter that had kinks. The patient was not receiving therapy and having inconsistent volume discrepancies. A dye study was performed in which the catheter could not be aspirated. The physician flushed it but it was reported to be difficult to flush. The physician initially reported that they wanted to revise the pocket and assess for kinks, in which one or two kinks were found. The section of catheter was replaced and discarded.